Event description:
A pt was admitted for treatment of a 99% stenotic distal right coronary artery (rca) lesion described as de novo, moderately calcified and moderately tortuous. Pre-dilation with a 2.5 x 15mm fire star balloon was conducted and 3.5 x 23mm cypher was delivered to the target lesion without friction. When the cypher was being inflated up to 12 atm, the balloon ruptured. Balloon rupture was confirmed by contrast media leakage under angiography. Because the stent dilated only "a little bit", the cypher stent was retrieved from the pt along with the delivery system. Another 3.5 x 23mm cypher was successfully implanted at the target lesion without difficulty. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
(B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.